Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15june2020.

Event description:
It was reported that the unit had a navigation ring failure. The customer reported that the "check mark" on the navigation ring was not working. There was no patient involvement.

Manufacturer narrative:
G4: 12jul2020 b4: (B)(6)2020 the customer cancelled the service order for an unknown reason. The device was unable to be evaluated.the service order was cancelled the customer did not respond to the information requests. No additional details regarding the reported issue and its resolution are available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.